Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas paired with a dexcom g7 lost cgm signal and later issued an occlusion alert overnight, after which the caregiver observed persistent hyperglycemia up to 400 mg/dl and temporarily transitioned the patient to subcutaneous insulin via pens. The patient uses a contact detach steel infusion set with 23-inch tubing, and the caregiver replaced pump supplies and reconnected the system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for unexpected medical intervention in the form of insulin by pen. Investigation included interviews and analysis of information provided by the caregiver. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem consistent with an occlusion event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.